Manufacturer narrative:
The valve is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In this case, the cause of the difficulty crossing the native valve cannot be confirmed. However, a combination of patient (severe calcification, somewhat horizontal aorta with type iii arch) and procedural (guidewire bias) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, difficulty crossing the native aortic valve with the delivery system (ds) was encountered. The 26 mm sapien valve was subsequently implanted in the infra-renal aorta and the procedure was aborted. A surgical cutdown was performed and the 24fr sheath was placed in the left common femoral artery. Balloon aortic valvuloplasty (bav) was performed using a 23x4 edwards balloon. Difficulty was encountered when trying to cross the native aortic annulus with the ds and sapien valve. After multiple failed attempts the medical team tried to cross the native valve using a buddy balloon technique. After several attempts with this technique were made with no success, the medical team decided to deploy the sapien valve in the infra-renal aorta. The patient remained stable throughout the procedure. The medical team plans to perform a transapical tavr procedure for this patient at a later date. The native aortic annular diameter was 24.8 mm by tee. The native aortic valve was severely calcified. There was some guidewire bias into the commissure. The aorta was a little horizontal, and the patient had a type iii aortic arch. There was no difficulty crossing the native valve with the bav. No kinks were observed on the ds upon removal from the patient. Per the implanting physician, the perceived cause of the difficulty crossing the native valve was severe calcification and the lay of the aortic arch.